Event description:
Procedure: urogynecological. According to the rptr: the pt's attorney alleged a deficiency against the device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Per additional information received, the patient has experienced pain, mesh erosion, and rectocele requiring removal of vaginal mesh, extrusion, infection, urinary and bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring.

Event description:
Per additional information received, the patient has experienced pain, mesh erosion, and rectocele requiring removal of vaginal mesh, extrusion, infection, urinary and bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.